Event description:
A customer contacted beckman coulter inc. (Bci) regarding false troponin (accu tni) results generated by the access 2 instrument. Based on archive data, multiple negative accu tni results were obtained in 2008, between 07:19 am to 10:09 am. It is unclear which pt results are in question. No specific pt info was supplied. It is unknown if the erroneous results were false negative, false positive, or both. It is unknown if the results were reported out of the lab. No additional info regarding this event is available. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications on the date of the event. Pre-analytical sample handling info was not provided. Per archive data, many accu tni results were associated with "sys", "trw", and "ind" flags. Per reference manual: "sys" - a device error occurred during processing. "Trw" - the temperature of the wash/read carousel was outside the acceptable limits. All tests with rv's in the wash/read carousel when the temperature was outside limits are flagged. "Ind" - for sandwich assays, the result is at the low end of the analyte concentration curve. The result cannot be distinguished from a system failure because the relative light units (rlu) reading or concentration is too low. At the same time, the event log shows multiple errors for "luminometer dark count errors" which indicates the system's cover was open (as per access service manual (troubleshooting, hardware): "luminometer dark count errors: instrument covers open". Service was not dispatched for this event as the problem was resolved. Pt treatment was not affected in the event, on a recur event false positive results could potentially contribute to treatment decisions that may include cardiac catheterization. False negative results could cause a delay of pt diagnosis with a potential for serious injury. Open instrument cover is the likely cause of the erroneous results. A malfunction will be assumed for the purpose of this report.